Event description:
It was reported that electrogram (egm) review was requested for the implantable cardioverter defibrillator (ICD) system due to noise with oversensing on this right atrial (ra) lead. It was also noted that ra pace impedance measurements had recently doubled, but remained within normal range. Technical services (ts) reviewed troubleshooting options and possible causes. The ICD system remains ln service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).